Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05909. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence with a large cystocele and pelvic organ prolapse. The patient underwent the concurrent procedures of cystoscopy and cystocele repair using the mesh during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, pressure in vaginal area when sitting, and emotional distress. It was reported that the patient underwent mesh revision/removal of extruded mesh on (B)(6) 2007 due to mesh extrusion and pain. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-05909. The same patient is represented in each medwatch.